Event description:
Boston scientific received information that the atrial pacing was sensed during the ventricular capture. Oversensing issue was noted due to right atrial (ra) lead dislodgement. The physician already determined that this ra lead has not been functioning since the last check 3 years ago, thus, the device was programmed to vvi. The patient was scheduled for follow-up after 6 months. No adverse patient effects were reported. The ra lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.